Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a merlin.net transmission, there were multiple episodes of automatic mode switches leading to inappropriate mode switch due to noise over sensing, during the inappropriate mode switch, inhibition of some pacing was noted. The recommendations suggested by technical services would be discussed with the physician. No additional information was available.